Manufacturer narrative:
Device was received for evaluation. This device was received in used condition. The complaint indicated ¿after t2 sutured, t2 was loose, then t2 was removed out from the joint cavity¿. The blue split cannula was not returned. The white depth/penetration limiter is attached. It has been trimmed quite short. T1, t2 and sutures were returned. T1 was freed from the delivery needle. T2 was still inside the needle track with balance of suture. The suture has been disrupted. The visual inspection does not indicate aggressive use. There are no obvious damages of the delivery needle. Functional test manually positioned t2 into location for stripping off the needle. This was successful. No mechanical problem was found. Condition of this device does not lend to the complaint allegation. No root cause related to the manufacture of the device can be confirmed.

Event description:
It was reported that during an arthroscopic meniscus repair procedure, after t2 was sutured, t2 was found to be loose. The implants were removed from the joint cavity. No patient injuries were reported.